Event description:
The customer reported that insulin spilled out into the battery and the insulin pump was not functioning. The caller stated that it happened when she was in the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.